Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval experienced a system error 105 at power-up of the device. Eval determined the cause to be a failed motor flex. The failed motor assembly was replaced.

Event description:
During baxter's eval, it was found that a spectrum pump experienced a system error 105. There was no pt involvement.